Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-mar-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep saw the patient on the day of the report for reprogramming as they were getting 25% relief of leg pain but no relief of their low back. The rep said an x-ray was performed a week prior and it appeared that the leads had migrated and were no longer in the 9/10 space for evolve programming. The rep said they attempted to reprogram using the current lead placement but the issue was not resolved. The patient has an appointment scheduled for jun-06 to discuss lead placement; the rep noted that they plan to be there. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding the patient. The hcp reported that the patient needs an MRI for low back pain. The hcp indicated that the patient has not used the stimulator and has kept it off because they were not receiving any benefit. They added that the stimulator is not working. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined and no intervention planned at this time.